Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer¿s blood glucose was 107 mg/dl. The insulin pump will be return for analysis.